Event description:
It was reported that when reviewing the stored electrogram of the device, one ventricular complex was not seen due to the amplitude being minimized/reduced. It was also noted that there were indecipherable dual electrograms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).